Event description:
It was reported that balloon rupture occurred. The target lesion is located in the severely calcified and moderately tortuous vessel below the knee. The 2mm x 40mm x 145cm coyote es balloon catheter was advanced to the lesion. On the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).